Manufacturer narrative:
Additional information: (B)(6). The failure analysis and testing dept. Received the associated parts with this complaint: these parts were received with a reported failure of a fault code 137 "a software fault at the video graphics library (opengl). " the fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not confirm any failures. The fat installed in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not confirm any failures. The fat installed in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not confirm any failures. No failures verified on any of the parts. Sending to the supplier for failure analysis per procedure number 0002-07-d008 rev. Aq. Retaining in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The fat dept received parts from the supplier. The supplier evaluation states the following: during the initial testing, the ict resulted in a pass. However, the fct test failed due to a touchscreen error. It is suspected that component u41 has an issue. Additionally, the thermal pad was applied incorrectly. The fat dept will retain this part as per procedure 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The fat dept received part from the supplier. The supplier evaluation states the following: 1. Perform visual check. Result: no abnormalities found. 2. Board was re-tested at fct. Result: passed. Results at inspection and test is good and no abnormalities was detected. Board was ndf the fat dept will retain this part as per procedure 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) identified a fault code: 137. 137 - a software fault at the video graphics library (opengl). There was no patient involvement.